Event description:
Received a report from a consumer who indicated they are a new tampon user and feel as if part of a tampon pledget came off at tip. Consumer did not seek medical assistance, nor did they indicate if a piece was removed.